Event description:
It was reported that while trying to remove fragments of the abutment from the implant at tooth site #19, some of the lateral walls of interior portion of implant were touched causing damage to the implant. The clinician tried rethreading the interior of the implant and could not get anything to engage. In addition, fistula was noted around the implant and the implant was deemed hopeless and was removed due to infection. Symptoms as a result of the event: abscess.

Manufacturer narrative:
Zimvie complaint number (B)(6). B3: date of event unknown / not provided e1: last/given name unknown / not provided g4: additional PMA/510(k) number ¿ k011028 / k013227 a summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.